Event description:
Consumer reported complaint for error message (e-3). The customer reported feeling tired; medical attention was not needed at the time of the call. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 07/31/2025 and test strips were opened 2 days prior to the call. During the call, a blood test was performed by the customer and produced test result of 280 mg/dl am fasting; customer was satisfied with the result obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: tired. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.